Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced asystole, and interrogation identified this device was operating in safety mode. The device was explanted and replaced with a competitive device. It is expected to be returned for evaluation. No additional adverse patient effects were reported.